Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be introduction of ferromagnetic pieces into the mr examination room and a user error. On request of the current health status of the patient, the hospital declined to give any further information on the patient's condition. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom skyra operator manual section 2 and the magnetom system owner manual section 2 provides clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Additionally, special warning signs are posted at the entrance of the controlled access area (magnet room). The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
An adverse event with the magnetom skyra system was reported to siemens. A linen cart was brought into the examination room. The cart was pulled in by the magnet injuring a patient and a technologist present in the room. The incident resulted in an orbital fracture to the patient, which required surgery. Current health status of the patient is unknown.